Manufacturer narrative:
Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry. (B)(4).

Event description:
Additional information received - the facility reported the lens tore before injection into the eye.

Event description:
The reporter indicated the surgeon attempted to insert a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) but the lens tore/broke. The lens was not implanted and there was no report of patient injury.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Torn material; break. (B)(4).